Event description:
Patient's representative reported right side "intracapsular rupture" via MRI and us. Healthcare professional later reported "manifests strange sensation and larger breast is observed" and "echogenic collection located between the external cover of the implant and the fibrous capsule." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.

Manufacturer narrative:
Photo analysis, visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.

Event description:
Patient's representative reported right side "intracapsular rupture" via MRI and us. Healthcare professional later reported "manifests strange sensation and larger breast is observed" and "echogenic collection located between the external cover of the implant and the fibrous capsule." Device was explanted and replaced.

Event description:
Device was explanted and replaced.